Event description:
It was reported that the ilet pump¿s screen was cracked and became unresponsive, and a replacement device was arranged with instructions to shut down the device and return it using the provided shipping label. Symptoms included no adverse clinical effects, and blood glucose was not affected. Outcomes included no alerts or alarms requiring action and continuation of glucose monitoring via the dexcom app or receiver. Investigation included customer service troubleshooting and education, verification of device details and addresses, and arrangements for return of the affected device. Investigation of this case revealed physical damage to the display assembly consistent with a screen break, which rendered the user interface inoperable. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage rather than a device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.